Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: the filter was moved from femoral to jugular delivery system, the hook of the jugular delivery system was bend in a way that it did not grab the filter properly. It also didn't release the filter in the patient and was retrieved again, the filter however released inside the sheath on the way out of the patient. A second uni was opened, changed to jugular and worked perfectly. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter was reloaded from femoral to jugular introducer, but the grasping hook was bent and did not grab the filter. Following, the filter would not release from the jugular introducer, but released inside the sheath during retrieval from the patient. Another filter was successfully placed and no harm to the patient was reported. The pre-dilator, the femoral introducer, the jugular introducer, and the introducer sheath with the select-pt filter inside were returned. The femoral introducer was very bloody on the outside as well as inside the cup in the distal end. The grasping hook stuck in blood inside the jugular introducer, but after soaked in water it moved freely and worked as intended. The introducer sheath was squeezed 155mm from the distal tip and the filter was found sticking inside the sheath between the squeezed area and the distal tip. However, after passing the squeezed area with some resistance the femoral introducer could be advanced all the way through the sheath and push out the filter with the filter legs first. Based on these findings the exact reason for the difficulties in releasing the filter cannot be determined. Since the filter was advanced for placement the filter may have been properly loaded to the jugular introducer, despite reportedly the ¿jugular deliver system was bend in a way that it did not grab the filter properly¿. However, the squeezed sheath and the filter sticking distally to the squeezed area may indicate that following the unsuccessful attempt to release the filter, attempts to re-position the sheath with the jugular introducer inside caused the damages to the sheath and resulted in another unsuccessful attempt to release the filter. However, based on the information provided this is pure speculation. There are adequate controls in place to ensure that this device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.